Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
There were no reported of an injury or death. It was reported that the system looked up resulting from the displayed error messages.